Event description:
It was reported that the driver began leaking a black substance at the end of a podiatry procedure. The substance did not come into contact with the pt. The area was cleaned, and the case was completed. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The driver was received at the manufacturer for evaluation, and the reported condition was duplicated. Based on the investigation details, the likely cause was problems with the driveshaft assembly and a worn quad seal. Those parts were replaced along with bearings and other components. Service repaired and returned the device to the customer.